Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was producing check therapy pad alarms.